Event description:
It was reported that the device was used during a thoracotomy with lobectomy procedure. It was reported by the rep that several days before the surgery the rep reviewed products for best results. Recommendations described heavy gage loads on the tl stapler, the vascular loads for the tx stapler, and green loads for the linear cutter. The surgeon used the ets endoscopic linear stapler instead of the linear cutter for the lobectomy. Details were all confusing from the surgeon to the operating room reporting the following: 1st unit opened did not fire. 2nd unit opened and fired over lap sponge and it worked fine. The nurse took the load from the first unit and put on 2nd unit and it broke or did not fire and broke. The 3rd unit opened and fired. The patient was closed. Air leak was determined, patient reopened, and an air leak was found at staple line. Hand sutured lung. A paper was left for operating room listing use of green load on linear cutter for wedge resection/lobectomy portion of the procedure. The surgeon told operating room staff during the procedure that this wouldn't work. The surgeon asked for vascular endoscopic linear cutter instead. When patient was reopened to find air leak, the staples were loose within the cavity and staple line was open.